Event description:
Additional information: following the surgical intervention, the patient was responding to therapy.

Event description:
The patient had a pump replacement due to end of service (eos) and was fitted with a new catheter at the same time as the implanting consultant "always" changed the catheter every time he replaced a pump. At the time, it was stated that there was no difficulty noted in regards to connecting the catheter to the pump. However, since the surgery, the patient had not responded to the daily dose increase from 40 mcg to 120 mcg; patient had "a three time increase in dosing during the two month period." To troubleshoot the problem, an x-ray was performed, but there was trouble visualizing the catheter. There was a "whole spot" where the tip of the catheter should be indicating that it was in place. The hcp (health care provider) planned to perform a catheter dye study. The patient had experienced increased spasticity, but was reported to be alive with no injury/no adverse event. It was later reported that a dye study was not done. Patient was taken to the or with an intention of a catheter replacement on (B)(6) 2012. The hcp checked the catheter and pump connection, and it was determined to have been fine. He also disconnected the catheter and there was csf (cerebrospinal fluid) backflow from the catheter. He tried a bolus just with the pump to see if it would drip and got nothing. Then he flushed the cap (catheter access port) with saline and encountered "quite a bit of resistance, and then it opened up and it was fine." Per reporter "they thought that there has been some sort of blockage in the access port but not maybe completely." No motor stalls were recorded in the pump's logs. There was no discrepancy between the expected pump reservoir volume (10.2 ml) and the actual reservoir volume (10ml). Hcp decided to not revise the catheter or change the pump. The pump and catheter were both connected again. It was thought that the lack of therapy could have been "due to a blockage in the cap." It was further noted that if the drug could not leave the pump's reservoir, then we would expect the pump to have a greater amount of drug in the reservoir than expected which was not the case.

Manufacturer narrative:
Catheter model: 8780, lot # 0206258821, implanted: (B)(6) 2012, explanted: unk. (B)(4).